Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited capture anomaly. The device was reprogrammed. The patient was in stable condition.